Event description:
A 9-year-old girl wearing cgm dexcom g7- multiple g7 sensors were placed on the upper arm with the proper protocol. 3 of the sensors were deployed and did not insert correctly, however the 3rd one showed that it was functioning. The 9-year-old went to bed because we thought the medical device was working properly. The dexcom alerts about 1:30 am that the 9 year old's blood glucose was low. We finger pricked with a glucose monitor to make sure but did not confirm the low. We tried to calibrate the sensor and tell it what number was on the regular glucose monitor. After two hours, the sensor finally failed. However, the g7 works with the insulin pump (omnipod 5) so the 9-year-old is receiving insulin based off what the g7 is reporting to the insulin pump. She had not received insulin for over 4 hours so when the g7 finally failed she has a very high blood glucose. Out of the last 10 sensors we have tried to insert, 6 of them have failed or not inserted correctly. We have contacted dexcom but are concerned about the quality of the sensors. How do we trust a cgm that is failing upon insertion to have correct readings and operate with an insulin pump? Pt code: 1905. Device code: 2588. Mw5176467, mw5176468, mw5176469, mw5176470, mw5176471.